Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: durom us acet cmpnt 52/46 l p/n 0100214152 l/n 2349658. Metasulâ® ldhâ®, head, 46, code l, taper 18/20 p/n 0100181460 l/n 2350649. Metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20 p/n 0100185146 l/n 2377184. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that he underwent left hip arthroplasty. Subsequently, the patient is being considered for revision due to back pain, hip pain, and elevated cobalt and chrome levels and patient experience a femur fracture. Attempts have been made and additional information on the reported event is unavailable.